Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator had episodes of non-sustained right ventricular oversensing, which was determined by technical services to be post-paced t-wave oversensing. The device was reprogrammed on (B)(6) 2021. The patient had no symptoms related to this event.